Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and with no returned device, the cause of the event could not be conclusively determined. The review of the lhr (lot f1022905) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported to the aci sales professional that a (B)(6) female patient underwent a diagnostic coronary catheterization procedure the week of (B)(6) 2011 (exact date unknown). Access was obtained at the right cfa. It was reported that there were no complications during the procedure and following the procedure, the physician (a trained user of the mynx device) chose the device for femoral artery closure. The device was reportedly prepped and deployed per IFU and hemostasis was successfully achieved with the mynx. There were no reported hematomas or other complications following the closure. The patient was ambulated and discharge per standard hospital protocol. On (B)(6) 2011, the patient presented to the ER (emergency room) department of the hospital with symptoms of pain and tingling in her right leg. A runoff was performed which demonstrated a flow disturbance in the patient's lower right leg. The patient was admitted to the hospital where a catheter was used to aspirate a small amount of material and sent to pathology. The results from pathology were inconclusive. The patient was also put on tpa (tissue plasminogen activator) overnight. The following day, a physician reportedly aspirated 40ml of blood and material using a catheter. The material was sent to pathology and was diagnosed as a "dissolvable foreign body." A second runoff was performed which "looked better" than the previous runoff performed the day before. The patient's pedal pulses were good and the patient reported feeling better and with no more pain. The patient was discharged on (B)(6) 2011 with no further clinical sequela. No further information was provided.